Event description:
It was reported the patient had a refill on the date of this report and was told end of life (eol) was approaching and the pump must be replaced by 2014-(B)(6). It was also reported the patient had a stroke ¿a couple of weeks ago¿ and it was unknown if the patient will be able to have surgery to replace the pump before end of service (eos) due to health reasons. The drug in the pump was unknown.

Manufacturer narrative:
Concomitant medical product: product ID 8709, serial# (B)(4), product type catheter. (B)(4).